Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to intensive care unit and hospitalized due to high blood glucose level. Customer¿s blood glucose was 800 mg/dl. The customer decline troubleshooting for high blood glucose. The product will not return for the analysis.